Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination noted scratches on the device header and case. The battery status was at end of life (eol) and the battery status was reset for testing. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received a shock and had presented to the emergency room. The hospital device technician tried to interrogate the device and a message appeared indicating that the device battery depleted on (B)(6) 2022. The patient has not been seen in-clinic for over 2 years. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported.